Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 16-mar-2023. H6: investigation summary our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of failure to decouple was not confirmed upon inspection of the photo and physical sample. Analysis of the sample photo showed that the sample was not decoupled. However, during the analysis of the returned sample, the sample was received properly decoupled. Since the failure mode was not observed on the physical sample, the defect could not be confirmed, and a root cause cannot be determined. Production records were reviewed, and this batch meets our manufacturing specification requirements.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port the needle didn't disengage properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: steel cannula cannot be detached from nexiva after venipuncture. Patient was successfully venipunctured. After the nexiva was placed in the vessel, the steel cannula could be withdrawn, but it did not detach from the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nexiva¿ closed IV catheter system ¿ single port the needle didn't disengage properly. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: steel cannula cannot be detached from nexiva after venipuncture. Patient was successfully venipunctured. After the nexiva was placed in the vessel, the steel cannula could be withdrawn, but it did not detach from the catheter.